Event description:
It was reported the customer had fluctuating high and low blood glucose. Customer reported their blood glucose declining to under 40 mg/dl and rising to over 400 mg/dl. The customer stated they were not experiencing any symptoms of high or low blood glucose. Troubleshooting found the customer's drive support cap appeared to be normal. It was also found the customer had small air bubbles in their reservoir. Customer was advised to perform a fixed prime until the air bubbles were resolved. Customer also stated a no delivery alarm occurred while performing a high pressure test. The customer's blood glucose was 151 mg/dl at the time of the call. The customer was advised their insulin pump was working as designed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.